Event description:
It was reported that this pacemaker exhibited a red call doctor blinking icon due to high pacing impedance measurements out of range on the right ventricular (rv) lead. It was stated that the plan was to have this patient under observation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.